Event description:
It was reported that during a supply change the caregiver removed an infusion set from its applicator and attempted to apply a new set without priming or properly attaching the tubing, resulting in an incorrectly deployed infusion set and unsecured connector while using a 23-inch teflon 6 mm inset infusion set, after which customer support guided a full supply change using the existing cartridge and confirmed insulin therapy was resumed. Symptoms included no adverse clinical effects. Outcomes included troubleshooting and education, resumption of insulin delivery, and shipment of replacement supplies. Investigation included guided verification of setup steps and confirmation of proper installation and priming procedures. Investigation of this case revealed user handling and procedural error related to infusion set preparation, connector attachment, tubing priming, and deployment steps, without device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error during infusion set change.

Manufacturer narrative:
Initial.